Manufacturer narrative:
H3: product analysis: equipment used: video inspection system (m-81805), 203cm ruler (m-83360) drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F as found condition: the (pli-10) pipeline flex shield device was returned inside the returned (pli-20) phenom 27 catheter, inside an open phenom 27 catheter inner pouch and outer carton, and inside a shipping box. Damaged location details: the (pli-10) pipeline flex shield tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, and no damage was noted. No defects were found on the re-sheathing marker or the re-sheathing pad. The distal hypotube was in good condition. No kinks or bends were found on the pusher wire. The braid¿s distal and proximal ends were observed to be open and frayed. The braid¿s middle section was fully open without damage. The (pli-20) phenom 27 catheter distal tip and marker were examined, and no damage was noted. The catheter body was in good condition. No voids or flashes were found on the pusher wire. No other anomalies were found. Testing/analysis: the (pli-10) pipeline flex shield device was pushed out of the (pli-20) phenom 27 catheter lumen without difficulty. The (pli-20) phenom 27 catheter total and usable lengths were measured within specifications. The catheter was flushed with water, and water exited through the distal tip. The catheter was tested by running an in-house 0.026-inch mandrel through the catheter hub and distal tip without issues. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report could not be confirmed, as the returned (pli-10) pipeline flex shield braid¿s distal and proximal ends were found to be open and frayed. However, the root cause of the failure to open could not be determined. Possible causes of failure to open include, but are not limited to, patient vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, no information was reported regarding the vessel tortuosity; therefore, we cannot rule out patient vessel tortuosity as a potential cause. The customer also stated that the pipeline was not placed in a vessel bend, which rules out the user deploying the braid in the vessel bend as a potential cause. Therefore, the patient's vessel tortuosity and a damaged braid may have contributed to the reported failure to open. The braid can be damaged due to over-manipulation, re-sheathing more than two times, deployment techniques, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. The customer¿s ¿resistance¿ report could not be confirmed. The (pli-10) pipeline flex shield device was returned inside the returned (pli-20) phenom 27 catheter and was removed from inside the catheter lumen without difficulty. In-house testing of the returned (pli-20) phenom 27 catheter showed no resistance. Possible causes of resistance include, but are not limited to, patient vessel tortuosity, frayed ends on the braid, the user pulling back/torquing the wire while advancing the pipeline in the catheter, and a lack of continuous saline/heparinized saline flush during delivery. However, the cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the resistance and failure to open the pipeline device was not determined. The pipeline was not placed in a vessel bend when the issue occurred, and no damage was observed to either the pipeline device or the phenom 27 microcatheter after removal.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 230788391); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex with shield that had resistance during delivery in the phenom 27 microcatheter and failed to open at the distal end. It was reported that the patient was undergoing a procedure for flow diverter treatment of a left internal carotid artery (l-ica) cerebral aneurysm. The devices were prepared and catheter flushed as indicated in the instructions for use (IFU). The triaxial delivery system was delivered in place through the left middle cerebral artery (mca). Pipeline delivery was initiated but resistance was felt and once delivered, the pipeline did not open sufficiently at the distal end. The entire system was manipulated and tension minimized to attempt facilitating opening without success. After multiple maneuvers and attempts to reposition without successfully opening the pipeline, the system was removed. There was no patient injury associated with this event. Ancillary devices: phenom plus distal access catheter, avigo 014 guidewire.